Event description:
Account alleged that the head section is drifting down after he lowers the head section and lets go of the head down switch.

Manufacturer narrative:
Account degreased the head drive screws and added a new layer of grease to the drive screws to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.